Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported poor communication on the patient programmer. It was stated they were unable to communicate with the recharger. The patient¿s last charging session was more than one to three months ago. It was stated they usually didn¿t feel stimulation, but once and awhile if they did something they could feel it in the top of their legs. It was noted they usually waited this length of time to recharge and hadn¿t had any problems in the past. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.